Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or difficult, delayed positioning (leaflet grasping), or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to patient condition (diminished leaflet quality). The reported entrapment of device appears to be related to procedural conditions (entangled on leaflets during positioning). The reported poor imaging is related to procedural conditions (shadowing). The reported arrhythmia is a cascading event of the entrapment of device. The reported patient effect of arrhythmia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, annular dilatation and significant mac below the posterior leaflet. An xtw clip (50716r1064) was inserted and grasping was performed. However, after several grasping attempts, a new flail segment was observed on the posterior leaflet. While repositioning the clip, it became caught in the chordae and was unable to be removed. Therefore, the clip was deployed. To further reduce mr, an additional clip (50624r2023) was inserted and grasping was performed. The clip became caught on the anterior and posterior leaflet, causing the patient to experience arrhythmia. For treatment, a temporary pacemaker was implanted. The clip was deployed, reducing mr to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.